Event description:
It was reported that the product is breaking where the shaft meets the blade. No adverse consequences were reported.

Manufacturer narrative:
There were 5 blades associated with this complaint. The blades were not returned for evaluation. Lot no. Details were not provided. It was not possible to determine the root cause for the alleged breakage.